Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to discharge a shock on multiple attempts while being used on a patient in cardiopulmonary arrest. Post event on (B)(6) 2019, the device turned off abruptly while performing a shift test. The unit was then connected to ac power and an extended self-test was attempted. During which, the unit also turned off midway through the test. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to discharge a shock on multiple attempts while being used on a patient in cardiopulmonary arrest, and abruptly turned off post event during testing. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. Upon receipt of the information request for further details, it was conveyed that there was no more information to be provided.